Event description:
It was reported that this implantable cardioverter defibrillator (ICD) detected high out of range shock impedance measurements on the right ventricular (rv) lead. There have been multiple red alerts for shock lead impedance out of range, the first of which was in (B)(6) 2021. Technical services was contacted and noted that from the lead trends it appears there has been an increase in ventricular intrinsic amplitude, ventricular pace impedance, and shock impedance as of (B)(6) 2023. As the lead changes appear to be across different measurements, technical services suspected this could be caused by a change in patient condition and/or medication. While technical services did not recommend bringing the patient in office sooner than planned, they recommended performing maneuvers upon next scheduled patient visit to exclude mechanical issues/lead impairment. No adverse patient effects were reported. This ICD remains in service.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) detected high out of range shock impedance measurements on the right ventricular (rv) lead. There have been multiple red alerts for shock lead impedance out of range, the first of which was in (B)(6) 2021. Technical services was contacted and noted that from the lead trends it appears there has been an increase in ventricular intrinsic amplitude, ventricular pace impedance, and shock impedance as of mid (B)(6) 2023. As the lead changes appear to be across different measurements, technical services suspected this could be caused by a change in patient condition and/or medication. While technical services did not recommend bringing the patient in office sooner than planned, they recommended performing maneuvers upon next scheduled patient visit to exclude mechanical issues/lead impairment. No adverse patient effects were reported. This ICD remains in service.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined there was no conclusive evidence that the observed out-of-range impedance measurements were due to a product performance issue or an inadequate lead-to-device connection. However, intermittent, out-of-range shock lead impedance measurements with no conclusive evidence of a performance issue or an inadequate lead-to-device connection are likely the result of the low-energy test signal utilized for daily automatic or in-clinic commanded shock lead impedance testing. A software update was released in 2015 to further improve consistency of the impedance test results and provide the clinician with additional diagnostic tools, including programmable shock lead impedance alert limits.